Event description:
Rayner intraocular lenses limited received notification from the (B)(6) hospital of an event that occurred following the implantation of an m-flex intraocular lens. The event description provided states "I had some problem initially closing the inserter. When I started injecting, there was resistance then the inserter fell apart and the lid became dislodged and the blue plunger became dislocated."

Manufacturer narrative:
The reference (B)(4) has been allocated to this complaint by rayner intraocular lenses limited. Corrective action was taken by the healthcare facility in the initial surgery session. The r-inj-04 injector was discarded and a back-up injector and intraocular lens were used successfully. Within the initial notification of this complaint, the physician advised the rayner sales specialist that he experienced difficulty during the initial loading process. Additional lens loading training will be provided to the physician by rayner intraocular lenses limited. The r-inj-04 injector IFU contains the following statement "if the iol causes a blockage in the injector system, discard the injector." The r-inj-04 injector is available in the united states of america; however, it is sold as a stand-alone product. In all other territories, the r-inj-04 injector is supplied in a system pack.